Manufacturer narrative:
Reported device not marketed in the us; however, similar device(s) are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Air hose burst during surgery. Operating room staff all had a beep tone in their ears for a long time period. No serious injuries reported.